Manufacturer narrative:
Failure mode is not confirmed since no evidence was provided by customer. Production batch history records for applicator pn930815ns lot number 0287124 was reviewed and no non-conformities, failures, deviations, or rework activities occurred during the manufacturing of this lot similar to the reported issue or that could have contributed to the reported failure mode. A definite root cause can't be identified without an actual sample or a picture of the defect. The most probable root cause is inadequate gowning by associate(s) and/or preventive measures during the packaging of the product. No further action is required.

Event description:
Material no.: 930815ns; batch no.: 0287124. It was reported by the distributor that there was particle. Per report: particle.

Manufacturer narrative:
(B)(4) initial MDR. A follow up will be submitted if additional information becomes available.

Event description:
It was reported by the distributor that there was particle.